Manufacturer narrative:
The device was found to have intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 290mg/dl. The customer believes that it may have some moisture damage, due to them having it on during heavy perspiration. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.